Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a biceps tenodesis procedure the surgeon was using ar-3671ds. As the surgeon began to drill, the drill got caught in the drill sleeve. They were no longer able to advance the drill and at some point the drill broke in half. Another ar-3671ds was opened and worked without issue. The rep reported there was no harm to the patient and all broken fragments were fully retrieved.